Manufacturer narrative:
Concomitant products: product ID 3389s-40, lot # vaogp5w, implanted: (B)(6) 2014, explanted: (B)(6) 2014, product type lead; product ID 3389s-40, lot # va07psvv02, implanted: (B)(6) 2014, explanted: (B)(6) 2014, product type lead; product ID 3708660, serial # (B)(4), implanted: (B)(6) 2014, explanted: (B)(6) 2014, product type extension; product ID 3708660, serial # (B)(4), implanted: (B)(6) 2014, explanted: (B)(6) 2014, product type extension. (B)(4).

Event description:
It was reported that the patient seemed to develop a post-operative infection. This was the third time he had been implanted and each time had resulted in an infection. The entire system was explanted and at the time of the report the patient was alive with no injury. Three days later it was reported that the reporter did not have culture information. The reporter believed the infection was in the chest pocket and at the lead-extension connection site. Refer to manufacturing report #3004209178-2013-21565 as it refers to the previous infections for the patient.